Event description:
It was reported that the ilet bionic pancreas was dropped during soccer practice, resulting in a cracked touchscreen and loss of display functionality, consistent with a device fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed stress-related damage consistent with a fractured touchscreen due to impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The device will be returned.

Manufacturer narrative:
Initial.